Manufacturer narrative:
This report is associated with argus (B)(4), biotene mouth spray.

Event description:
My throat closed up, I could not breathe, I was gagging, choking, allergic reaction, throat was raspy and raw . Case description: this case was reported by a consumer and described the occurrence of throat constriction in a (B)(6) patient who received glycerin (biotene mouth spray (savannah)) oromucosal spray (batch number u6h241, expiry date 31st july 2018) for dry mouth. On (B)(6) 2017, the patient started biotene mouth spray (savannah) at an unknown dose and frequency. On (B)(6) 2017, less than a day after starting biotene mouth spray (savannah), the patient experienced throat constriction (serious criteria life threatening), difficulty breathing (serious criteria life threatening), gagging (serious criteria life threatening), choking (serious criteria gsk medically significant and life threatening) and allergic reaction (serious criteria life threatening). On an unknown date, the patient experienced throat irritation (serious criteria life threatening). Biotene mouth spray (savannah) was discontinued on (B)(6) 2017 (dechallenge was positive). On (B)(6) 2017, the outcome of the throat constriction was recovered/resolved and the outcome of the difficulty breathing, gagging, choking and allergic reaction were resolved with sequelae. On an unknown date, the outcome of the throat irritation was unknown. It was unknown if the reporter considered the throat constriction, difficulty breathing, gagging, choking, allergic reaction and throat irritation to be related to biotene mouth spray (savannah). Additional information: adverse event information was received on 5 april 2017. The consumer used, biotene mouth spray 1.5 oz (savannah). Consumer reported that, "I put the spray besides my bed I have serious dry mouth. And used according to the directions, the minute it hit my throat. My throat closed up and I could not breathe. I was alerted and I was gagging and choking. Last tuesday was when I used it. It said on here it was safe to swallow, clearly it was not. And did not use if you are allergic and I had no information to know this because it was not listed on the bottle. I had reported this to local grocery stores and pharmacies and I would writing a letter. I never had any other allergic reaction to anything that I know of, I was equivalent to nuts and bee stings. By the time the ambulance came my throat opened up so I never made it too the emergency room. My throat was raspy and raw". The consumer ended the call before adverse event information could be captured on the last two adverse events of raspy and raw throat.